Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units battery operated only, customer confirmed via phone that the equipment does not charge the battery. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine control, the cardiosave intra-aortic balloon pump (iabp) units battery operated only, customer confirmed via phone that the equipment does not charge the battery.

Manufacturer narrative:
E1(event site postal code: (B)(6), event site state: (B)(6). Corrected field - d5(operator of med. Device, other operator of med. Device). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power management board and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.